Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software product ID: hh90t01, serial# (B)(6), product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving hydromorphone via an implanted pump. The indication for pump use was spinal pain. It was reported by the patient that the ptm (personal therapy manager) app would close abruptly. Per the patient, they had cleared the caches, and restarted the phone, which did not fix the issue. Additional information was received from the patient on (B)(6) 2026 who reported that there had been a lot of things going on with the handset for a few months. The patient stated that the "app shuts down, it totally goes off" 3-5x a day and that they needed to start again. The patient mentioned seeing a message "close apps or wait". The patient added that they were getting service code 156 (application restarting due to system error) when they tried to access the myptm app. The patient made a comment that ¿there is an app issue". The agent reviewed proper closing of the apps on the handset, and the patient made a comment that they "update the communicator". The patient added that their ¿pump time¿ won't reset properly. The patient stated that ¿their nurse who refills their pump had changed the pump time manually several times; like last week the time was wrong again and the nurse reset it once again; but again, the pump did not reset until 1 am ¿ it is supposed to reset at midnight¿. The patient added that the nurse was just with them yesterday and they checked again and "it was showing some funky time". The patient mentioned that ¿the pump time was always 5 minutes off¿. The agent reviewed the healthcare provider¿s role and advised the patient that at the next visit the nurse could call technical services and provided that number to the patient. During the call, the pump time was (B)(6) 2026, at 1:12 pm which matched the patient¿s time zone. The next pump refill was scheduled for the (B)(6) 2026.